Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had episodes of far-field oversensing. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. Currently, this ICD remains in service. No adverse patient effects were reported. Additional information was received. No in-person check was conducted on this patient. According to the field representative, the cause of the oversensing was unknown.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had episodes of far-field oversensing. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. Currently, this ICD remains in service. No adverse patient effects were reported.